Event description:
It was reported that the home patient (hp) had fluid coming out of the supply line of the automated peritoneal dialysis (apd) set with cassette when they were trying to connect a supply bag. The hp explained that they were setting up the homechoice (hc) device and were connecting their third bag when the leak happened prior to that bag being connected. The technical service representative (tsr) advised the hp to remove the cassette and explained that the supplies were compromised. The tsr instructed the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.